Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the sensor pads has been used, therefore, unable to perform evaluation. The manufacturer's clinical specialist informed the customer that the pads are not compatible with rounded oxygenators. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
No consequences or impact to patient . Failure to adhere or bond. Adhesive. Per the customer, the sensors were mounted on an area that was curved.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pad popped off of the reservoir and the stop pump safety intervention was initiated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the customer has had numerous complaints on their level sensor pads coming off the reservoir, with this being the most recent. They currently use the medtronic rounded reservoir for their procedures. During the bypass procedure the level sensor pads came off their reservoir and activated the safety intervention on their 8000 arterial roller pump to stop the pump. They were able to disable the level sensor and restart the pump. The incident did not delay the surgical procedure, and there was no harm to the patient or blood loss.